Manufacturer narrative:
Evaluation results: one medfusion 3500 pump was returned for investigation in good condition (both seals were removed however). A review of the event history log showed evidence of the "motor not running" error. Occlusion testing was performed. The customer reported product problem was replicated. The investigator determined that the leadscrew and clutch halves did not operate as intended. These components were replaced as a result. The pump was also recalibrated. The pump passed all functional tests after this repair. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump produced a motor not running error message. There was no patient involvement.